Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was experiencing recharge burden and had to recharge the device very often. And yet the ipg provides less than 24 hours of therapy. Patient was also using high amplitudes. At times, as such surgical intervention took place wherein the ipg was explanted and replaced with a new device. Post procedure effective therapy was restored.